Event description:
It was reported the cord was frayed but functions appropriately. The rf (radio frequency) head was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the cord was frayed but is still functioning normally.